Manufacturer narrative:
The device was returned and an evaluation is complete. The sample was received with an open pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification with issues noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was verified. The cause of the reported leak occurrence was determined to be damaged tubing (patient line tubing to cassette) identified during visual/functional inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice cassette leaked. The peritoneal dialysis registered nurse (pdrn) stated that they had a patient performing therapy at their center. During the first fill cycle, the pdrn noticed that the cassette was leaking from a split in the tubing on the patient line. The split was located on the tubing closest to where it connects to the cassette. Therapy was stopped and they restarted with new supplies. The patient received antibiotics as a precaution. The patient has not had any symptoms or any negative impact. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.